Manufacturer narrative:
The device was requested, but has not been returned to bausch & lamb for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the cannula detached from the syringe during injection. The procedure was completed successfully without any injury to the patient. According to the surgeon, the cannula was examined after the case and it did not appear to lock all the way down and continued to rotate without locking. The surgeon and the tech reportedly tested two other devices and found the same problem. Add'l info has been requested.